Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unintended movement of the lock lever and the clip opened while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and when it exited the steerable guide catheter (sgc), the clip popped open. It was also noted the lock lever was no longer fully advanced against the handle. The clip was closed and the lock lever advanced to the handle. The procedure was continued and the clip was successfully deployed, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and the reported clip opened while locked appears to be due to the reported lock lever movement, which likely caused external forces on the clip while advancing through the guide and resulted it the clip opening. The reported lock lever movement could possibly be due to post functional inspection of the clip delivery system (cds) where the user inadvertently did not fully lock the clip; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.